Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the gastric during an esophagogastroduodenoscopy (egd) procedure performed on an (B)(6) 2021. During the procedure, when attempting to deploy the clip, it was unable to release from the catheter. Following the deployment failure, the clip was at the distal part of the endoscope, causing damaged to the scope. A different scope was used and the procedure was completed with a different clip device. There were no patient complications reported as a result of this event.